Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 11/01/25 the AED identified that it's pads were expired and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 12/09/25 when the battery pack was measured at a low state and the AED began reporting a battery low warning. The AED continued to flash and chirp until 3/10/26 when the battery pack depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 3/30/26 when a replacement battery pack was inserted into the AED.

Event description:
An international distributor reported that their customer's AED battery pack was depleted, when tested with a spare battery pack, the AED did power on and prompted a service code. The customer did not report this occurring during patient use.